Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer visited emergency room and intensive care unit due to high blood glucose of over 600 mg/dl, diabetic ketoacidosis on (B)(6) 2019. Customer was treated with insulin drip. Customer also experienced nausea and vomiting. Customer performed self test and passed the test. Customer was unable to continue troubleshoot. Insulin pump will not be returned for analysis.